Manufacturer narrative:
As the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the long brite tip guide catheter survey respondent 23 reported the presence of vessel spasm with the use of a unknown long brite tip guide catheter stating: ¿moderate vessel spasm in case of severe artery tortuosity. Typically solved with intra-arterial nitrate¿. The device will not be returned for evaluation.